Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hypoglycemia, hospitalization and death. No product lot number was reported therefore, no qualification records were reviewed. The omnipod user guide warns: "even if you cannot check your blood glucose, do not walk to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma or death".

Event description:
The pt's sister-in-low reported that she found the pt in a hypoglycemic coma in her bedroom on (B)(6). She was brought to the ER by an ambulance and from theatre to ICU. She was there for 12 days with respiratory and heartbeat aid, still in a coma. On (B)(6), after an MRI and brainscan, it was decided to stop the treatment due to her very bad condition. The pt died on (B)(6). Family wants to know if the death is related to the free style test strip issue. They were advised to contact abbott diabetes care directly with any test strip concerns.